Event description:
The hospital reportedly noted a difference between set and delivered tidal volume. There was no report of patient involvement.

Manufacturer narrative:
Year of the manufacture is 1997; month could not be determined. This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last 2 years. Reference MDR 2112667-2013-00005. A ge healthcare representative performed a checkout of the equipment and noted that the flow sensor diaphram was stuck open. Manual mode of ventilation is available to maintain ventilation of the patient. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. The maintenance schedule in the user reference manual states: "replace the disposable flow sensor (plastic). Under typical use, the sensor meets specifications for a minimum of 3 months." In engineering evaluation, the stuck diaphram has been able to be reproduced by: (1) a hard impact, such as dropping the flow sensor, causing the diaphram to stick open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphram will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphram into the stuck open position.

Manufacturer narrative:
Subsequent information received indicates the flow sensor diaphragm was not stuck to the top of the flow sensor housing.